Event description:
It was reported that the patient's blood glucose level was greater than 300 mg/dl after wearing the pod between 24 and 36 hours. The patient reported the cannula was not delivering insulin as it was bent and did not enter the skin. The patient also reported a discrepancy in continuous glucose monitor (cgm) readings between the controller and cgm, and that the readings from her cgm were not correct.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. The investigation of the returned device found the exposed portion of the soft cannula to be kinked. During fluid path testing, despite the damage to the soft cannula, fluid was able to flow through the entire length. The exact cause and timing of the kinked cannula could not be determined.